Manufacturer narrative:
The patient was hospitalized for treatment for the infection on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the peritoneal infection was not reported. The patient was hospitalized for the event. The treatment for the event was unknown. Peritoneal dialysis was discontinued during treatment. It was reported that the patient has recovered from the event and peritoneal dialysis therapy was continued. No additional information is available as the reporter declined to provide additional information.